Event description:
Defective 'closed injectable delivery system', the fluid backs up into the syringe plunger space with accordion shaped protective cover and also within the space between syringe and outer plastic covering with handles.